Event description:
On (B)(6) 2014, the patient reported that he felt his blood glucose monitor should provide a bolus recommendation, but his monitor recommended 0.0 units of insulin. At another time, the device recommended 0.1 units of insulin and he thinks it should have recommended 0.6 or 0.5 units of insulin. The patient questions the accuracy of the bolus recommendations. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.